Manufacturer narrative:
Product event summary: the medial segment of the lead was returned and analyzed and the connector pin was overstressed, broken off and not returned. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the connector pin of the attempted epicardial left ventricular (lv) lead was bent while tunneling the lead to the pocket. The physician attempted to straighten out the lead but overcorrected. The physician then inserted the lead into the header of the chronic cardiac resynchronization therapy defibrillator (crt-d) and secured it but the lead broke upon performing a tug test. The lead was also reported to have fractured. The lead pin plug was lodged into the header of the crt-d. The crt-d and lead were then removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary continued: the partial lead in segments was returned and analyzed and the connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. If information is provided in the future, a supplemental report will be issued.